Manufacturer narrative:
(B)(4). One used caresite extension set, without the original packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed at the bonded joint between the backcheck valve and side arm of the caresite valve. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the set was leaking from the second lowest y-site while infusing chemotherapy. Chemo had been infusing for about an hour when the leak was noted. Approximately 50 ml of chemo leaked onto the floor.